Event description:
X-ray tube of portable x-ray unit developed oil leak on 1/27/95. Outside vendor, was called to remove tube/send out for repair. It was returned to the hosp and installed by r-w on 2/2 at approx 1330. Following routine performance of a portable x-ray (total of 5 performed prior to occurrence), the tech tapped the cone to move it out of the way to retrieve the cassette prior to pushing the button to discharge the unit; when the anode cable came loose from the x-ray tube and made contact with the right arm of the x-ray tech (2/2/95 at 1435). She received discharge current of approx 30 kv (elbow red, tender, tingling in fingers; treated in ed, EKG, blood work normal, admitted for observation to telemetry unit. Discharged home on 2/3 in good condition with follow up scheduled). Unit sequestered, repair vendor, MFR notified immediately. Clinical engineering inspection found machine to be in proper operating condition. Investigation includes possibility of a cross threaded hole down clamp that would give the repairman working on the machine the impression that the clamp was secure when it was not.